Event description:
It was reported that the pump was implanted to treat the patient¿s pain after a motor vehicle accident where one of her limbs was severed, re-attached, and then amputated. It was stated that the patient had to have 31 surgeries including the pump implant. After the pump implant, the patient was admitted to the hospital for an infection of her ¿stump¿, though it was confirmed that the infection was not related to the pump and the patient did get infections and cellulitis in her amputated leg. While admitted, the patient had an electrocardiogram (EKG) taken, during which, the patient would ¿dose off¿ and her heart would stop. As a result the patient ended up having a pacemaker implanted. The reporter thought that the patient¿s heart problems were related in some way to the pain pump therapy. Additionally, the patient had high blood pressure, though it was unknown if it was related to the pump. At the time of report, the patient was on three oral psychiatric medications, two oral high blood pressure medications, and the pump was delivering fentanyl. It was noted that the patient felt the pump had done more good than harm and she was scheduled for an upcoming pump replacement due to battery depletion. The patient was told that she would be getting a newer model pump and could hold several different medications. In addition, the patient would also be given a personal therapy manager (ptm) to give herself boluses.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that none of these reported events were due to the device, programming, or medication therapy at all. Further information was not given.

Manufacturer narrative:
(B)(4).